Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm vicm12.6 implantable collamer lens in the patient's right eye. Lens torn during delivery into the eye. Lens was removed and another same model and size lens was implanted.